Event description:
It was reported that the ilet user experienced chronic low glucose while using the ilet, perceived that the system was overcorrecting with insulin including basal delivery, believed insulin-to-carbohydrate needs had changed, and had been entering meal announcements as correction doses before stopping meal announcements. The event was associated with improper or incorrect use and involved the user interface. Symptoms included hypoglycemia with a nadir of 56 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, specifically using meal announcements as correction doses and subsequently omitting meal announcements, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. Report number 3019004087-2026-31848 has been submitted for using meals as corrections.